Event description:
On (B)(6) 2020, patient reported symptoms returning and a blinking red light on their epg (trial stimulator). The representative met with the patient and connected to the epg with the clinician programmer (cp). An error message displayed on the cp. The error message appears to be a result of a voltage/current feedback error. The representative replaced the epg to restore therapy.